Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received lioresal 2000 mcg/ml at a dose of 600.2 mcg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2018, the patient experienced symptom return with withdrawal symptoms. The pump alarmed and telemetry of the pump indicated a motor stop. The pump report from (B)(6) 2018 indicated that the motor stop was a motor stall with an error message of stopped pump period may exceed tube set. The estimated replacement indicator (eri) was 30 months. Interventions and actions taken were reported as ¿recording monitoring station, other medication, and date of change¿. As clarified, as the patient showed withdrawal symptoms, the patient was monitored in the intensive care unit and substituted with oral medication. The log data was not available. There were no external, environmental, or patient factors that might have led to or contributed to the event. At the time of the report the issue was not resolved and the patient¿s status was alive-no injury. As clarified, there was no mechanical injury to the patient but the patient did experienced withdrawal symptoms which should be reported as an injury. The pump was explanted on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found a motor feed thru anomaly and shorting across the insulator. If information is provided in the future, a supplemental report will be issued.